Event description:
Patient was inherited from a retired surgeon and implant records not available. Patient presented with shunt malfunction and shunt was externalized. Imaging was taken to determine opening pressure of codman fixed pressure valve. There are no radiopaque indicators to determine opening pressure. Surgeon decided to explant valve and replace. Originally shunt was thought to be functioning, but upon explant, the surgeon thinks the valve is not functioning. Please examine to test opening pressure and functionality of the valve. Problem occurred before surgery, did not delay surgery over 30 minutes, patient's condition after event was 'stable".

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the valve is a precision valve with 3 dots. The valve was visually inspected, no defects were noted. The valve was irrigated with purified water; no occlusion was noted. The catheter was irrigated with purified water: no occlusion was noted. The valve was dried. The valve was leak tested. No leaks were noted. The valve was reflux tested, the valve passed the test. The valve was then pressure tested, the valve passed the test. The lot history record was reviewed for completeness during the release process to inventory. At that time based on the fact that no discrepancies were noted for the products being accepted, they were released to stock in 1998. The root cause of the problem reported by the customer could not be determined, as no defect or malfunction was found with the valve. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Gtin: unk. Upon completion of the investiagation, a follow up report will be filed.